Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to calling ccc, the customer replaced the sample probe tip. After review of the instrument data, ccc instructed the customer to perform monthly maintenance as it was overdue. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reagent probe 2 idler gear, and the heterogeneous module wash probes and cassettes. The cse verified alignments, and performed assay calibrations. Qcs were run, resulting within range. The cause of the delay in treatment for one patient tested for hcg was due to level 1 qc, which was out of range. The cause of level 1 qc being out of range is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Human chorionic gonadotropin (hcg) quality control (qc) level 1 was out of range on the dimension exl with lm instrument. The customer did not run patient samples while qc was out of range. Treatment was delayed for one patient as the customer was unable to perform testing. The sample was sent to a reference laboratory for testing. There are no known reports of adverse health consequences due to a delay in treatment for one patient tested for hcg.